Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the cause of the event cannot be conclusively determined. However, since the device is 7 years and 3 months old after production, it is presumed to be a malfunction due to normal deterioration or handling.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and confirmed the connector pins were bent. There was no other physical damage or abnormalities noted. The cause of the reported event can be attributed to mishandling.

Event description:
The service center was informed that the connector pins of the device were bent. There was no report of patient involvement.